Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after hearing an alert. The alert was triggered due to short v-v intervals and non-sustained episodes. The pacing impedance was noted to be varying. A connection issue was suspected. A few days later, a revision was performed. There was no problem noted with the connection. The right ventricular (rv) lead was removed from the device and then re-attached. The physician thought that pericardial fluid accumulation might have been the cause of the issue. After diuretic treatment, the right ventricular (rv) lead impedance had decreased a little. The device and lead remain in use. No patient complications have been reported as a result of this event.